Manufacturer narrative:
Investigation conclusion: the customer reported an unexpected discrepant high result during testing. The customer did not provide a reference value for comparison. Therefore, product support was unable to determine the accuracy of the inratio result without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. On (B)(6) 2015 inratio: 4.9 hospital lab; unknown value. Time between inratio value and hospital lab unknown. Patient's therapeutic range 2.5 - 3.5. Patient was admitted to the hospital on (B)(6) 2015 for a bleed in her knee. Inratio result of 4.9 was obtained on the same day before hospitalization. Patient unable to provide lab inr upon admission to the hospital. Coumadin was stopped upon hospital admission and it had not resumed as of (B)(6) 2015. After lab inr reached a value of <2, patient was started on heparin therapy (unable to provide exact date heparin began but states it was a few days after hospital admission). Patient still on heparin therapy as of (B)(6) 2015. No vitamin k or fresh frozen plasma administered. As of (B)(6) 2015, patient was still in the hospital and would not be discharged until her lab inr is up to 2.0. Lab inr 1.29 was obtained on (B)(6) 2015. No additional information provided. There is no information available to suggest a malfunction or that the device caused or contributed to the reported event. Based on the inability to rule out the possibility that the device may have caused or contributed to the bleed in patient's knee, this event is conservatively reported as a serious injury based on the bleed being potentially related to the patient's coagulation status; however, a device deficiency cannot be substantiated.